Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 1556000500, 510k # k111942, upn (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Devices of other manufacturers were used during the procedure. Although it is unknown if any of these devices contributed to the reported event, we are filing this MDR for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior spinal fusion (psf) due to scoliosis at t6-l5. Post-operatively, dual rod broke and as a result the posterior fusion was failed. Patient underwent revision surgery in which posterior rod was replaced, topical scoliosis was performed near l2 and anterior oblique lumbar inter-body fusion and surgery (olif) was performed at 2 intervertebral discs. No fragment of the implant remained in the patient. Surgeon's comment: if the olif had been performed in the initial surgery, the results might have changed since olif is a useful technique.